Event description:
The patient contacted lifescan alleging that their one touch ultra meter was reading inaccurately high. The medical affairs specialist spoke with the patient in 2005. The patient tested with the reported meter at 8:00 am and obtained a result of 120 mg/dl while having no symptoms of high or low blood glucose level. They took 2 units of novolin r insulin and ate breakfast. At 12:00 pm, before lunch, they obtained a result of 346 mg/dl on the reported meter while they were sweaty and feeling badly. They stated they called their doctor's office to report the result. They took 4 units of novolin r insulin based on the meter result and ate lunch. About 30 minutes later they lost consciousness and their fiancee called emergency medical technician. A result of 28 mg/dl was obtained on the emergency medical technician device. Emergency medical technician treated the patient with IV glucose and took pt to the hospital ER. A result of 160 mg/dl was obtained on the ER device. The patient received no further treatment and was released to home. The customer care representative (ccr) discovered that the code on the meter did not match the test strip calibration code, which can contribute to inaccurate results. The information provided suggests that the patient was having symptoms of hypoglycemia when they obtained an inaccurately high result of 346 mg/dl. Their incorrect coding of the meter likely caused the inaccurate result. They took insulin based on the inaccurate result and developed hypoglycemia. There is an indication that the product contributed to the patient experiencing injury and medical intervention. There is no information to indicate that the product malfunctioned. The event meets the criteria for a medical device reportable as an adverse event due to use error. The meter was replaced.